Event description:
The customer contact reported that the pump was returned to the biomedical engineering department with an unsigned note that stated, "pump turns itself off." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, while delivering using ac or dc power, the pump powered off without sounding an audible alarm when it was "touched, wiggled or bumped." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
During initial testing when the device was moved while running, the device powered off and sounded a constant alarm tone. Further testing was unable to duplicate the event; therefore, no conclusion could be drawn.